Event description:
During the beginning of the surgical procedure, the permanent cautery hook instrument began smoking at the joint, while the instrument was inside of the pt. The instrument was removed and replaced and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.